Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the procedure when resecting the prostate the diathermy lead exploded and broke in half. Lead was disconnected and taken away. No harm was caused to the patient or staff members.

Manufacturer narrative:
The complained 277kb was received on aug. 22, 2024 at the manufacturing site and was therefore available for investigation. The investigation has been completed on september 3, 2024. During the investigation, the following was found: the cable was found cut in half. The cable wires show residues of soot as well as corroded cable ends. Only a few strands show a typical copper color. This means, that only these few strands can provide voltage and current to the instrument. The most probable root cause is the aging of the cable and therefore normal wear and tear due to its age (>8 years). According to the corresponding IFU the cable must be checked before each use. Based on the available information and the results of the examination, there is no indication for a material-, manufacturing- or design-related failure. The root cause of the reported issue can be traced back to wear and tear. The event is filed under internal karl storz complaint ID: (B)(4).